Manufacturer narrative:
This report is submitted on (B)(6) 2023.

Event description:
Per the clinic, the patient experienced infection at the abutment site. Additional information has been requested but it has not been made available as of the date of this report.